Event description:
It was reported that the syringe module was infusing when the clinician noticed blood backing up in line. The clinician attempted to flush the line without success. A clot was pulled out of the catheter from the IV site. The clinician noted the pump module did not alarm for occlusion. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Correction : describe event or problem, initial reporter first name additional information : device available for eval?, returned to manufacturer on, initial reporter phone #, initial reporter e-mail, device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the syringe module was infusing when the clinician noticed blood backing up in line. The clinician attempted to flush the line without success. A clot was pulled out of the catheter from the IV site. The clinician noted the module did not alarm for occlusion. There was patient involvement, but the outcome is unknown.